Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple pause episodes due to undersensing. The implantable cardiac monitor also exhibited noise. It was suspected that this may be due to loss of pocket contact. The patient was asymptomatic. Programming changes were discussed. No intervention was performed; the patient will continue to be monitored.